Event description:
The patient reported that several v-go devices fell off after 15 hours while patient was taking a shower every night. The patient stated that he takes a warm shower. The patient said that this happened with approximately 5-6 v-go devices or more.